Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse analyzed the advia automation system. The cse determined that sample tube labels were peeling. The poor quality label glue transferred from the tubes to the grippers. The dropped tube is attributed to sticky grippers. The cse cleaned the grippers and instructed the customer on proper sample tube preparation. The advia automation operator's guide (smn# 040d0031-01) indicates that customers should "use barcode labels that adhere securely to the sample tubes used in the laboratory. Labels that lift off the sample tube under normal laboratory temperature and humidity conditions (including refrigeration and re-warming to room temperature) will adversely affect robot operation and could result in dropped or damaged sample tubes." The cause of the dropped tube is operator error. The automation system was monitored during operation and is performing according to specifications. No further evaluation of the device is required.

Event description:
The customer reported that the advia labcell automation system dropped a sample tube for a pre-surgery patient. The tube contents spilled on the track. Operators wore personal protective equipment and were not exposed to biohazardous material due to the dropped tube. A duplicate sample was not available for requested tests including basic metabolic panel, carbon dioxide, creatinine, glucose, sodium, chloride, and potassium. A sample redraw was not requested. There are no known reports of operator and patient interventions or adverse health consequences due to the dropped tube.